Manufacturer narrative:
Title outcomes of robot-assisted versus laparoscopic repair of small-sized ventral hernias source surg endosc, volume 31, 2017 (1275-1279) date of publication: 22 july 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a study comparing patient outcome following ventral hernia repair utilizing the da vinci robot or traditional laparoscopic repair with trans-fascial suturing. There were 72 total patients in the study and 94% were implanted with the mesh. Post-operatively, between both groups, 21 patients required hospital admission for pain control, 3 patients reported urinary retention, 2 patients had a hematoma, and 1 patient in the laparoscopic repair had a wound infection.